Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the isi clinical sales representative (csr) who indicated that after performing a hard power cycle, no further issues were noted. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the e-100 was giving them interruptions when using vessel sealer. The technical service engineer (tse) reviewed logs and did not find any related errors. The customer tried power cycling and hard cycling e-100 generator with no success. Tse recommended moving vessel sealer to integrated electrosurgical unit (iesu) to avoid interruptions. The procedure was completing as planned with no reported injury.